Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/5/2023. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product received for analysis was identified as product code j334h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received, sixteen unopened samples that pertained to product code j334h. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted to be as expected. The tip and body of the needles were examined under magnification and no defects or needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. What tissue was being sutured when the event occurred? Abdominal fascia from trocar port site. Fascia closure. Was additional dissection required in other organs/tissues other than the target tissue? No. Did the needle fall into the patient? Yes. * were x-rays taken to locate the needle? No.. * was there any patient consequence or injury? No. * what is the patient¿s current health status and condition? No further patient information shared by surgeon. * was any other tissue damaged as a result of searching the needle? No * what measures were taken to retrieved the broken piece? Tissue retraction at port site during initial surgery. Is there a second surgery schedule to search the needle? Please provide more information: no what is the lot number? Customer could not confirm 100%. Threw out packaging. They use a suture caddy that stores sutures as single, no boxes. Device return status. Please document the shipment tracking number: purolator pin: (B)(6). Being shipped to (B)(6). Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Or coordinator (B)(6) (manager responsible for product complaints). Resource nurse (B)(6) (provided direct feedback to rep). Surgeon dr. Smith(provided direct feedback to rep).

Event description:
It was reported that a patient underwent a hiatal hernorraphy procedure on (B)(6) 2023 and suture was used. During the procedure, the surgeon was suturing port site closed with j334h and the needle broke at the proximal end while suturing. Needle broke approximately 6mm from the swage end. No adverse patient consequences were reported. Additional information was requested.